Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2224501 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection on a 5f mynx control vascular closure device (vcd) was cracked. The issue was noticed inside the patient. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd)/ calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection on a 5f mynx control vascular closure device (vcd) was cracked. The issue was noticed inside the patient. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd)/ calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ was returned inside of clear plastic bag for investigation. The unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. Two syringes were returned for analysis, one was attached to the luer hub and the other one was separated from the device. The stopcock was set to the closed position. The sealant sleeve assembly was observed with a severe outward kinked/bent condition with blood saturation. The sealant is in the manufacturing position, expanded by the blood absorption, and exposed due to the kinked outward condition on the sleeves. The procedural sheath was not returned for analysis. No damages to the atraumatic wire were observed. No other outstanding details were noted. The slit length on the outer sleeve could not be verified due to the severe outward kink condition observed on the sealant sleeve assembly. Dimensional analysis was performed to measure the catheter¿s working length from the distal end of sheath catch to the proximal end of balloon, and results were found within specification. During functional analysis, button 1 of the returned device was fully depressed with the clock symbol visible in the tension indicator window, which matched the intended use per the mynx control instructions for use (IFU). Button 2 was fully depressed during the device investigation with no resistance felt, and the balloon was completely retracted into the advancer tube as intended per the mynx control IFU. The sealant area was inspected with a vision system to obtain a magnified image observing that the sealant sleeve assembly presents a severe outward kinked/bent condition with blood saturation. A product history record (phr) review of lot f2224501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since a cracked condition was not noted. However, a severe outward kinked condition was observed on the sealant sleeve assembly during analysis, which may appear to the user as a crack. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. However, this was not confirmed as the sealant remained in the manufacturing position. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force), access site vessel characteristics (moderate tortuosity/calcium was present at the puncture site) and/or the condition of the sheath (although not returned) may have contributed to the severe outward kinked/bent condition of the sealant sleeves and the premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.